Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump intermittently lost power. The battery compartment was allegedly cracked, and moisture was visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box information was dated in a timeframe that did not include the event date. A review of the available black box data revealed no unexplainable pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked; however, no evidence of moisture ingress was visible inside the compartment. A battery cap was not returned with the pump. A test battery cap was used to complete investigation. The test cap did not secure properly to the pump; however, a power loss was not observed. The pump was exercised for 24 hours with no duplicated power interruptions or call service alarms. A leak test was performed and confirmed a leak at the battery compartment crack. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.